Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot and the posterior needle tip at the crimp were broken off and not returned. The plunger, cuffs and link were also not returned with the device, limiting the scope of this investigation. Based on the condition of the returned device, the most probable root cause for the posterior foot breakage is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. However, patient anatomical information was not provided. Additionally, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. A specific root cause for the reported cuff miss event and broken needle tip could not be determined. There were no manufacturing or quality issues detected that could have contributed to the reported experience. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose a.t. Device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second perclose a.t. Was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.